Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor than how he felt, and compared to a laboratory test, on (B)(6) 2021. The customer reported sensor scans of 372 mg/dl at 6 a.m. And 364 mg/dl at 12 p.m., and experienced symptoms described as "struggling to walk, perspiration, want to sit down". Healthcare provider contact was made at 5 p.m. And a laboratory blood glucose test result of 35 mg/dl was obtained, and the customer was treated with oral glucose. The customer was then able to treat with a bowl of cereal and two madeleines. A follow-up laboratory glucose test of 50 mg/dl was obtained. No further information was reported. Please note that no comparison sensor scan was performed at the time of the laboratory test, and therefore it is unknown if the sensor was operating correctly at that time. There was no report of death or permanent injury associated with this event.